Manufacturer narrative:
Analysis shows that this complaint is caused by stack damage by user mishandling. There is stack face delamination with associated grs wrinkle which demonstrates acoustic array area bending. The retuned catheter failed the acoustic test with dead elements in the center of the array but the catheter had passed xdcr test before releasing from manufacturing site. The user is cautioned not to bend the array area of the catheter.

Event description:
It is reported that the images on the catheter were poor and the catheter was replaced and issue resolved. Case continued. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.